Manufacturer narrative:
For the reported information, the devices were returned to bd and evaluated. The result of the investigation is confirmed for the detachment issue reported. The outer was detached from the balloon at the proximal bond. There was a break also observed on the inner and it appeared that a section of the inner was missing. The definitive root cause for the reported detachment issue could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 436-2022l pta dilatation catheter allegedly experienced a break and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. Patient age, weight, and gender were not provided.